Manufacturer narrative:
Follow-up #1: date of submission 01/02/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/19/2013 with the following findings:visual inspection of the cartridge compartment found that the compartment was cracked at the compartment threads and the battery compartment was cracked at the battery compartment threads. Unrelated to the complaint, the audio bolus button was found to be torn; the button response was tested and the button was confirmed to be responsive during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the cartridge compartment was cracked and the patient was experiencing elevated blood glucose levels with nausea. The reporter was unable to provide blood glucose levels at the time of the event but indicated that the patient did not feel badly enough to leave school. The reporter stated that in the morning the cartridge was changed and the plastic rim on the cartridge compartment was noted to be cracked; the reporter indicated that it was unclear when this crack occurred. The reporter stated that the patient was continuing use of the pump and was treating the elevated blood glucose levels with boluses from the pump. The patient¿s reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.